Event description:
Through review of medical article postinflammatory rupture of right coronary artery ostium complicating behcet disease. A (B)(6) years old patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve in valve procedure five years post implantation due to structural valve deterioration (svd) and pannus with cusps retraction leading to stenosis and regurgitation. A non edwards transcatheter valve was implanted within the edwards surgical device. The postoperative recovery was uneventful and at follow up, two years post valve procedure, the patient was completely symptom free.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article postinflammatory rupture of right coronary artery ostium complicating behcet disease. A 28 years old patient with a valve model 3300tfx19mm implanted in the aortic position underwent a valve in valve procedure four (4) years and ten (10) months post implantation due to structural valve deterioration (svd) and pannus with cusps retraction leading to stenosis and regurgitation. The patient presented with chest pain and dyspnea on exertion before the valve in valve procedure. A 23mm non edwards transcatheter aortic valve was implanted within the edwards surgical device. The postoperative recovery was uneventful and at follow up, two years post valve procedure, the patient was completely symptom free and was noted as to be doing well.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors, including, the young age of the patient and the chronic inflammatory state linked to the pathology [behcet disease].